Manufacturer narrative:
Please reference MDR 2183870-2008-00244 protege rx used on this procedure.

Event description:
Patient enrolled into the create pas trial. Tia (new neurological deficit lasting more than 10 minutes but less than 24 hours) with slurred speech reported. Patient recovered without sequelae.